Event description:
Citation: medtronic received information through literature review of apetse k, mechtouff l, cho t, mechanical thrombectomy with the solitaire stent at lyon, france. Eur neurol 2013;69:325-330. 12 patients were treated with solitaire fr (7 females and 5 males). The author stated that 3 passes were made and the mechanical thrombectomy (mt) procedure was repeated if required. It was reported that there was one death related to periprocedural symptomatic cerebral hemorrhage. The author stated that 3 passes were made and the mechanical thrombectomy (mt) procedure was repeated if required. Patients mean age was 66, 7 females and 5 males. Three other patients were also reported to have sustained hemorrhage complication post treatment, the cause was not reported. 2 /3 patients had mrs 5 and one had mrs 2.

Manufacturer narrative:
The report was generated to capture the death. This article can be located at www.ncbi.nlm.nih.gov/pubmed/23549161 the devices were not returned for evaluation. The reason the devices were not returning was not provided. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient peri and post procedure and the exact cause was unknown. Note: per the solitaire fr IFU (instructions for use) warnings: do not use each solitaire fr revascularization device for more than two flow restoration recoveries. MDR# 2029214-2015-00753 reference (B)(4).